Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for unrelated reason. Upon interrogation, the left ventricular lead exhibited high capture thresholds. The lead was reprogrammed. The patient was well and would continue to be monitored.